Event description:
User experienced erratic patient sodium results beginning (B)(6)2010. Six patient examples were provided. The following 3 patient sample results were discrepant which occurred on (B)(6)2010. Sample type is plasma drawn in lithium heparin sample tubes. Sample 1, initial gave 155; repeat gave 137 mmol/l. Sample repeated a second time on the integra 800 at customer site giving 132.61 mmol/l. Sample 2, male, (B)(6) initially gave 143; repeated on integra 800 gave 133.73 mmol/l. Sample 3, female, (B)(6) initially gave 159; repeat gave 139 mmol/l. Sample repeated a second time on integra 800 giving 133.94 mmol/l. Sodium results generated from the integra 800 analyzer were considered to be ok. Sodium electrode lot number was not provided. No erroneous results were reported out and no patients adversely affected. The field service representative found the cuvette rinse valve misadjusted. He adjusted dispense volume. To verify analyzer performance calibration and controls were run with acceptable results.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.